Manufacturer narrative:
The reported device was returned for evaluation. During visual inspection, it was found that one of the device eyelets on the neck flange had been completely torn through and the other eyelet had evidence of starting to tear. Functional testing was performed on the intact eyelet using the instron pull test method. Although the eyelet had evidence of starting to tear, the flange still passed the minimum 10lbf requirement; the eyelet broke at 15.08lbf. A review of the device history found that the neck strap was molded per validated settings and the device had passed both the visual and dimensional quality inspection. Inspection and evaluation was unable to determine the root cause of the eyelet tear; however, no evidence was found to suggest an intrinsic manufacturing defect. Device evaluation completion date 08/01/2016.

Manufacturer narrative:
The device is currently being evaluated; the manufacturer will file a follow-up report detailing the results of the evaluation once it is completed.

Event description:
User facility reported on behalf of home-care patient that during use of the tracheostomy tube, the device flange snapped at one of the sides (where tracheostomy ties are placed). Upon finding the breakage, the patient's parents performed an emergent replacement of the patient's tracheotomy tube. No further adverse effects to patient were reported.